Event description:
End-user who has used product since 1992, reported that one year ago experienced a weepy rash located under tape collar, and this rash has progressed to skin located under tape collar and wafer's mass. End-user states that product wear-time is approx for one day.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user stated that skin is cleansed with water only followed by skin barrier spray. End-user stated that she has tried an antifungal gel; powders; protective barrier wipes and sprays to treat affected site under wafer. End-user reported that she has seen a gastroenterologist who ordered diflucan and is currently taking the second course of oral diflucan. End-user stated that the first course of diflucan was taken on (B)(6) 2013 and issue started to clear as a result, but it is now returning. End-user also stated that an allergist recommended the use of a skin barrier product which was not helpful. It is reported that end-user has tried convexity in the past without improvement. Lastly, end-user was advised to f/u with her gastroenterologist and local ostomy nurse and to f/u with convatec as needed. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. (B)(4).